Event description:
Kinked catheter tip the surgeon was holding the cannula and he removed the obturator to inspect it when he noticed that the cannula body was kinked near the tip end. Did not use the device, no impact to patient.

Manufacturer narrative:
Customer report was confirmed. Cannula was returned with inserted blue dilator. Entire wire reinforced section of cannula body was slightly pinched at multiple locations. Dilator stuck inside cannula. Dilator o.d. At proximal end was measured 0.133" which is with specification .132" +/-.002" per drawing 21123 rev. D. Pra0180. This lot number was part of a voluntary product recall.